Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving a glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, no low glucose alarm was alerted and the customer woke up and experienced sweating, "couldn't get up anymore," and was unable to treat themselves. The customer was provided juice and glucose for treatment by the husband. No further information was provided. There was no report of death or permanent injury associated with this event.